Event description:
I have a tandem mobi insulin pump, and I consistently get occlusion alerts due to the insulin cartridge having so much pressure. The pump's piston cannot push the insulin out. This is life threatening especially if this happens when asleep which is what I just woke up to. It can push the blood much higher than it should be, and without insulin I could go into dka and even die. I've had this problem on and off months, and tandem has not come up with a good solution.